Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2009 and (B)(6) 2008 and pelvic floor repair mesh, a sparc, a monarc sling and interpol llp y-slings were implanted into the patient. The dates of implantation for the specific products were not clarified. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a supracervical hysterectomy, abdominal sacral colpopexy, and cystoscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc sling were implanted. The patient experienced pain, erosion of her internal tissues, multiple problems with bowels and she has undergone additional surgeries and revisionary procedures. Due to postoperative bronchitis with a lot of coughing the patient experienced failure of rectocele repair during 2008 implantation. This episode led to a supracervical hysterectomy and repeat rectocele repair with retropubic sling with sparc on (B)(6) 2009. (B)(4).